Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's had a lead integrity alert for oversensing and noise. A right ventricular (rv) lead fracture was suspected. The (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered for oversensing and noise on the right ventricular (rv) lead. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. The lead integrity alert (lia) was triggered. There were two patient alerts for lead failure predictor (lfp) on (B)(6) 2012. Oversensing was also noted. There were five non-sustained high rate episodes less than or equal to 210 milliseconds average ventricular cycle between (B)(6) 2012. There was also noise on the lead. There were 141 ventricular short interval counts in 4.12 days between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.